Event description:
Initial result for a pt folate was 2.61 ng/ml. When repeated, the result was greater than or equal to 20.00 ng/ml. A second sample also gave results of greater than or equal to 20.00 ng/ml and greater than or equal to 20.00 ng/ml. The reporter was not aware of any adverse events caused by the incorrect result. The field service rep attributed the problem to sample tube alignment and repaired the instrument.